Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient had a lot of cramping but had no return of symptoms. During the call, patient stated she felt stim and therapy was on. It was indicated that after a bone density scan two days ago, she began not feeling stim as strongly and experienced cramping on the day of this call. She was reprogrammed in (B)(6) by healthcare provider (hcp). Two weeks later, the patient clarified that she had a bone density test and did not feel the device was working, then she called and was reassured by company representative (rep). She checked the device with the help of rep and all was well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.